Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Company representative reported patient was admitted to the hospital with ketoacidosis. Patient was admitted on (B)(6) 2012 with very high blood glucose levels, approximately 600 mg/dl. Company representative stated patient had a kind of flu for 5 days with symptoms of sore throat and coughing. Patient's mother reported it began on (B)(6) 2012 when the patient's blood glucose level reached 560 mg/dl and later the same night the patient's meter displayed 'hi' and she vomited once. Mother stated she could not locate the patient's doctor on (B)(6) 2012 so she gave her 20.0 units of insulin. Patient's blood glucose level was around 170 mg/dl and during the day reached higher levels around 350 mg/dl. Mother reported the same blood glucose levels continued the next day when the patient's blood glucose level reached 450 mg/dl; doctor advised them to transfer the patient to the hospital. Mother stated by that time the patient's blood glucose level had reached 600 mg/dl. Patient was treated with insulin in the hospital but her blood glucose levels remained elevated. Patient was sent home on (B)(6) 2012 with her blood glucose level at 450 mg/dl. Patient is not currently wearing the infusion device and will see the doctor next week. No further information is available. Product was replaced and requested return of the alleged product for evaluation.